Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 corrected fields: e1; e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified: eyepiece funnel with the yellow and blue rings was detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had yellow ring and the blue ring were no longer present. There were no reports of patient harm.